Event description:
Per the clinic, the patient experienced a decrease in benefit with device use, resulting in the decision to explant the device. The device was explanted on (B)(6) 2015; during the same procedure the patient was reimplanted with a new device. The device has not been made available for analysis as of the date of this report.

Manufacturer narrative:
This report filed may 8, 2015.

Manufacturer narrative:
(B)(4). Device currently not available.